Event description:
A hospital in (B)(6) reported that there was water leakage at the connection between the feedset tube and the chamber dome of an mr290 autofeed humidification chamber during set up. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to the manufacturer and visually inspected. Results: the visual inspection revealed a break in the water feedset tubing where it is inserted into the chamber dome. The surface at the break was rough (not smoothly cut). The damage appeared to be due to the tube being pulled, away from the chamber, possibly due to the feedset being caught under tension. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This product would have failed the final pressure test if in a broken state during testing. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". (B)(4).